Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 11/5/98 at a retail vendor. On 12/20/98 she sought medical treatment for pain and swelling at the ear piercing site. The earrings were removed and antibiotics were prescribed.